Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle would not deliver enough insulin. The following information was provided by the initial reporter: medical assistant informs us that she had a bad experience with pen needles 2 years ago. At that time, she used the needles in very obese patients and they would not have received enough insulin, so that the blood glucose values worsened. This even went so far that they had to switch to thigh administration.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle would not deliver enough insulin. The following information was provided by the initial reporter: medical assistant informs us that she had a bad experience with pen needles 2 years ago. At that time, she used the needles in very obese patients and they would not have received enough insulin, so that the blood glucose values worsened. This even went so far that they had to switch to thigh administration.